Event description:
User reported that the cord on the tampon broke and required physician assistance to remove. There was no indication of any adverse health consequences associated with this incident. Pt has been unresponsive to further attempts to obtain more specific information.